Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 3 years, 2 months due to paravalvular leak. The surgeon also indicated that this event was due to procedure related factors and not a malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
On (B)(6) 2012, a copy of the patient's op report was received. The report documents the reason for explant of the bioprosthetic valve as large paravalvular leak with severe aortic insufficiency. The patient was also found to have moderate mitral regurgitation. The patient's ejection fraction was about 50% to 55%. The old aortic bioprosthetic valve was replaced with another edwards valve. Transesophageal echocardiogram was performed and showed normal function of the new bioprosthetic valve with good excursion of all 3 leaflets with no evidence of aortic insufficiency or paravalvular leak.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:the edwards device was not returned for analysis; however, the surgeon has indicated that there was no malfunction. The patient's medical records have also been requested. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.